Manufacturer narrative:
Correction: h6 for incorrect embolism used.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed radio frequency lockout, wide qrs on the implantable cardioverter defibrillator (ICD) and it was also noted the during the implant of the ICD and left ventricular lead (lv) a patient condition of embolism was noted. Programming changes were performed to resolve the issue. The patient was in stable condition.